Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited placement difficulty due to the patient¿s anatomy. The threshold was too high once successfully screwed into the left bundle branch. The lead exhibited dislocation after cutting of the sheath. Further examination found that some myocardial tissue was at the tip of the lead that could not be removed. The lead was replaced. No patient complications have been reported as a result of this event.